Event description:
It was reported there was a failure with the zipfix implant. On two occasions, the tension of the zipfix implants were lost. Both operations were preformed in (B)(6) on (B)(6) 2011. The surgeon was prepared well in detail by the local sales consultant on how to use the zipfix implants. In one operation one of four implants came loose and in the other two of five came loose. As far as reported to us the operations were done exactly according to the operation technique but at skin closure, it was noticed that the locking of the tension had failed and the implants were removed. Unfortunately all removed implants were thrown away. Sales consultant was not present at the operations. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.